Event description:
It was reported that a system failure source sensor bridge test was experienced.

Event description:
It was reported that a system failure source sensor bridge test was experienced.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a review of the event history log identified force sensor background test in the history.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found counterfeit tamper seals were found on pump, device with non-OEM top case. The customer stated problem was not duplicated. Device was placed in quarantine due to non-OEM top case. Normal wear, pump was over 10 years old. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.